Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Event description:
A nurse reported that when cutter was inserted into the trocar for cutter usage and removed, damage was discovered at the cutter tip during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no report on patient harm.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event damage was discovered at the cutter tip does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event damage was discovered at the cutter tip does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event damage was discovered at the cutter tip does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).